Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the garment clasps described as red and bumpy skin. The patient consulted a nurse who provided a medicated lotion. Follow-up indicated that the irritation improved.